Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 535 mg/dl. The customer was treated with injections. The customer insulin pump is cracked, it has little chips mission on circle where reservoir goes in and black rubber is exposed. The troubleshooting was performed. The customer was advised to disconnect from the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip; o ring is loose in reservoir tube, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.